Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse found the mixer motor was not turning in diagnostics mode. He replaced the mixer motor. Validation testing was completed and all results recovered within specification.

Event description:
On (B)(6) 2015 a customer in the united states reported to beckman coulter the generation of erratic ise patient results on their au680. The results were not released outside the lab. There was no change to patient treatment. Retesting of the patient samples on an au480 confirmed that the results were erroneous. No sample information was provided by the customer. The customer stated that all qc results were recovering low.